Manufacturer narrative:
The complaint device was not returned to bsc for analysis. The manufacturing records for this batch were reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications prior to shipment. The most probable root cause is considered operational context due to the performance being limited by interaction with other devices, interaction with patient anatomy or other procedural factors.

Event description:
It was reported that during a percutaneous transluminal angioplasty procedure a balloon rupture occurred. The 90% stenosed lesion with no calcification was located in the mildly tortuous renal artery. After a stent was placed into the right renal artery the f/g, sterling, mr, 5.0 x 20/135 (4f) balloon was used for post dilation, however, on the first inflation the balloon ruptured at 5 atmospheres. The device was removed intact. The procedure was completed with a different device. The patient status is good with no complications reported.